Event description:
This pi is for the use of the mako system. It was reported, patient spent "all day" shoveling snow at his home. Knee became sore then swelled and became red. Dr. (B)(6) brought patient to or to "wash out" joint. The knee appeared to be infected and the poly was removed and a new insert put in after "washout" it was stated that there have been "multiple infections of "mako joints" recently. (Joints put in using mako system.) This was a knee replace using the mako system.

Manufacturer narrative:
"Reported event: an event regarding infection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio found quality inspection procedures successfully passed. Complaint history: a search of the complaint database under device identification pn 209999 reports no similar complaints for pka software: infection. Conclusion: not performed as case session data was not provided." H3 other text : product was not available for evaluation.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the use of the mako system. It was reported, patient spent "all day" shoveling snow at his home. Knee became sore then swelled and became red. Dr. (B)(6) brought patient to operating room to "wash out" joint. The knee appeared to be infected and the poly was removed and a new insert put in after "washout" it was stated that there have been "multiple infections of "mako joints" recently. (Joints put in using mako system.) This was a knee replace using the mako system.